Manufacturer narrative:
Video shows iol implantation with company device. Preparation of the device for the implantation is not provided in the video. Ovd amount used in the device cannot be confirmed. The device comes in the picture when the nozzle tip is inserted into the incision. The lens position for the advancement cannot be confirmed. The lens is implanted and unfolds without issues. As the lens is rotated into the position, optic edge is seen nicked/chipped. The damage is at approximately at 11 o'clock position over the optic edge. Based on our observation of the attached photo, optic edge is nicked/chipped. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Lens damage may occur: ¿ due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastic leading to underfill, overfill, misfolding , delivery issues and /or damage. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that during an intraocular lens (iol) implant procedure, it was noted that scratch was found on the optics during iol insertion. The surgery was completed without product replacement. The iol was not removed because the scratch was not at the center area of the optics. The patient's eyesight was fine immediately after the surgery. Additional information has been requested.